Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. The ventilator passed 94 hours of extended tests at the customer¿s settings. The ventilator failed the ltv final test for non-conformities with the flow and o2 blending test as well as the calculated tidal volume average. These slight non-conformities would not result in a failure to ventilate properly. The event trace was downloaded for review. It contains captured events from (B)(6) 2013 through (B)(6) 2014. The alarm codes found in the event trace all fall into what are considered non-critical alarms. These alarms are considered to be typical alarms that normally occur during patient ventilation. The incidence counts for these alarms appear to be consistent with the usage time for the particular power-on/power-off sequence. The date of the reported incident is (B)(6) 2014. The event trace indicates this ventilator was not in use on the reported incident date of (B)(6) 2014. Per customer's request, the ventilator was returned unrepaired. The customer refused non-warranty repairs. This ventilator is not recommended for patient use until appropriate repairs/testing are completed. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the patient passed away while connected to the ventilator. The respiratory therapist stated that the ventilator did not fail and that the death was caused by other issues. There were no allegations of the ventilator malfunctioning or being the cause of the patient's death.